Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported the patient was hospitalized on (B) (6) 2010 due to an incident of hyperglycemia. The patient awoke early in the morning of (B) (6), she felt hypoglycemic, so she ate jelly beans and the paramedics were called. The paramedics measured the patient's blood glucose as 1.9 mmol/l. She was given glucose gel and transported to the hospital. At the hospital she was at 7.6 mmol/l. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.